Event description:
In 2004, the pt reportedly was unable to hear while using the sound processor. External equipment was exchanged. However, the pt was not able to obtain lock between the implant and the external equipment. The pt reportedly was seen for evaluation. Testing performed confirmed that the device was no longer functioning.